Event description:
Ocd internal testing generated false negative hbsag results. False negative results could present a risk to public health. No pt results were reported, and there was no allegation of harm as a result of this event.